Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 us is difficult to attach to pen. The following information was provided by the initial reporter: material no. 320550 batch no. 0049386. Verbatim: consumer reported have a lot of pen needles that do not penetrate her skin during injections. Stated because it is so hard penetrate the skin, sometimes she bleeds at the injection site. Stated she also has difficulty attaching the pen needle to her insulin pen.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 us is difficult to attach to pen. The following information was provided by the initial reporter: material no. 320550, batch no. 0049386. Verbatim: consumer reported have a lot of pen needles that do not penetrate her skin during injections. Stated because it is so hard penetrate the skin, sometimes she bleeds at the injection site. Stated she also has difficulty attaching the pen needle to her insulin pen.